Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The pt underwent an x-ray rotor study which showed the pump rotor had stopped. The pt underwent explantation of the pump and replacement with another synchromed pump. The explanted pump was returned to the MFR for analysis.